Event description:
Patient had to be hospitalized due to a dka on (B)(6) 2026 and released on (B)(6) 2026. Mom says they received a recall letter for omnipod and lot was affected, and that his dka was due to the recalled omnipod. With the second omnipod he experienced vomiting, sick stomach, aches, blood sugar 600, urinatine keatones, diabetic ketoacidosis, body was not getting insulin, has never experienced dka before. Reporter to the MFR, omnipod, but they say he was not wearing a recalled device. Pt code: 2364. Device code: 2588. Ref: mw5185741.